Event description:
Pt called lfs on 6/3/2003 alleging their ot profile meter does not power on. The pt reported experiencing no symptoms. No adverse event reported. The pt brought the meter to the hospital to see if it could be repaired, but pt was referred to call lfs. The issue was not resolved with troubleshooting. The meter has been replaced for the pt. No further info has been reported.